Event description:
The iab was inserted into the pt on 1/6/97 at 6:30pm. On 1/11/97 at 10:00pm, after iabp for 123.5 hours, the iab was removed. The iab did not malfunction. As a result of the event, the pt got ischemic and the iab was surgically removed. Event complications: the pt got ischemic/iab surgically removed - rpt'd 1/20/97. Pt's current status: discharged-rpt'd 1/20/97.